Manufacturer narrative:
Date sent: 06/12/2008. Based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received, visual and functional examination, the customer's complaint has been confirmed. To correct the issue, the main pcb was replaced. Testing included: calibration 1&2, power calibration, electrical safety tests, qa test. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, error code displays generator. It is unk how the case was completed. There were no adverse consequences to the pt.